Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump failed the volume accuracy test by a volume of -9.00%. This product problem occurred during testing. The event date is unknown.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicated the inaccuracy issues that were reported. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.